Event description:
It was reported that a patient presented in the emergency room with syncope. Upon interrogation the right ventricular lead exhibited high threshold and loss of capture. There were no other electrical anomalies noted. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition.